Event description:
It was reported that the customer experienced a blood glucose level of 370 mg/dl and ketones, leading to an emergency room visit on (B)(6) 2025. The ketone level was identified as dangerous by a health care professional. Treatment with IV fluids and insulin resolved the issue, and there was no permanent damage reported. Multiple attempts were made to obtain the customer's release date; however, no response was received. Technical support suggested the customer consult a healthcare professional to address the blood glucose levels, and the customer was advised to replace supplies and resume insulin therapy.